Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient that an air detected in the cassette warning was encountered during drain 4 of 5 of the patient¿s peritoneal dialysis treatment. After troubleshooting, the patient removed the cassette and observed evidence of a fluid leak. The patient was advised to discontinue use of the cycler and to notify the peritoneal dialysis nurse. The patient indicates that treatment will be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the reported symptom code (fluid leaking) was not confirmed. The reported symptom code (air detected in cassette warning) was not confirmed. The reported symptom code (power fail recovery failed) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. Switch the cycler power ¿off¿ then ¿on¿ during treatment to verify ¿power fail recovery¿ operates as intended. The cycler was powered ¿off¿ and ¿on¿ during the treatment (drain 0) and the ¿power fail recovery¿ performed as intended. The valve actuation test passed. The system air leak test passed. The teach pump test passed. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. The glucose test strip tested positive. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.